Event description:
Six pt samples with discrepant results for ammonia. In 2008: pt 1, initial gave 0 ug/dl; repeat gave 38 ug/dl. Pt 2, initial gave 0 ug/dl; repeat gave 54 ug/dl. Pt 3, initial gave 0 ug/dl; repeat gave 53 ug/dl. In the next day: pt 4, initial result 0 umol/l, repeat 28.2 umol/l, pt 5, initial result 0 umol/l, repeat 52.3 umol/l, pt 6, initial result 0 umol/l, repeat 55.8 umol/l. Erroneous results were not reported. The field service representative was unable to determine root cause. Customer performed performance tests which were within specifications.